Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stopper hub of an interlink system non-dehp i.v. Catheter extension set ¿has turned sideways when trying to use it¿. This occurs when clinicians attempt to attach a flush syringe to the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported condition was verified. However, it was reported that the cause was determined to be use error, use of the non-baxter needleless cannulas. As per labeling, interlink injection site should be accessed with interlink cannula. In this case, a non-baxter needleless cannula was used. Should additional relevant information become available, a supplemental report will be submitted